Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported issue. A device history record review was performed and found that the device was no longer in its original manufactured condition. An event history review log was performed and there were not any keystrokes, programming, or use related events that would indicate and/or contribute to the problem. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. A visual inspection was performed with no abnormalities noted. The device passed functional testing. A simulated therapy was performed on the device successfully. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized prior to or at the time of death. It was not reported if peritoneal dialysis therapy was being performed with a baxter device and/or baxter solutions prior to or at the time of death. The cause of death was reported to be due to a heart attack and it was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.